Event description:
Device 2 of 2. Reference MFR report #: 1627487-2015-07183.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2015-07183.

Manufacturer narrative:
Results: the reported high impedance observed in the field was confirmed. The lead was returned with a kink in the lead body where all of the wires were fractured. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo. Functional testing was not performed as all of the internal wires of each lead were visibly broken. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.